Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date, approximately one week prior to calling adc customer service on (B)(6) 2015, she woke up at "around 9:00 am" feeling "dizzy, sweaty and wasn't sure of (her) surroundings", so she attempted to perform a test using her adc blood glucose meter but received an unspecified error message. Customer further reported that around 9:30 am she self-presented to her healthcare provider to get her blood sugar checked. At the hcp's office an unspecified "low" reading was obtained and customer was diagnosed with hypoglycemia and treated with an unspecified "shot" to increase her blood glucose. Customer then had her blood glucose checked approximately 15 minutes later and then 30 minutes after the injection -no results were known to the customer. Customer was told everything was "good" and she was sent home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.